Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was in 22 mg/dl at the time of the incident and was treated low with glucose tablets and food. The customer stated that they did not know why their blood glucose was low but that the sensor did not give the alert for the low even thought the sensor was showing the same sensor glucose reading as blood glucose. The customer declined trouble shooting for sensor issues, and for low blood glucose. The device will not be returned for analysis.